Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). The rep indicated that the tip of the introducer (radio-opaque band) was left in a patient. The rep was unsure of the current state of the marker band and if the band was encapsulated within the poly material of the introducer. Additionally, the rep noted that there may have been damage from the procedure and the lead introducer tip was crushed. Removal of the component would be fairly invasive according to the rep. When asked about potential causes the rep indicated encountering some resistance which cause the tip to bend and then break. No unexpected surgical delay was reported to have been associated with this issue. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the lead was inserted as usual, but it may have caught some calcification. No other information was available at the time of this report. There were no further complication reported or anticipated.